Event description:
It is reported that the poly would not set correctly. The doctor implanted a new poly with no issues.

Manufacturer narrative:
Evaluation summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Evaluation: device history records indicated all components were manufactured and inspected to specification. Manufacturing documentation was reviewed and indicates that the device was mfg, inspected, and packaged to specification. As returned, one side of the inner dovetail lips is compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument.